Event description:
It was reported the customer was hospitalized with high blood glucose on (B)(6) 2015. The customer's blood glucose was 457 mg/dl at the time of admission. Customer reported experiencing nausea and vomiting from their high blood glucose. Customer also had ketones from their high blood glucose. It was also reported the customer could not concentrate from their high blood glucose. The customer's daughter later called to report the customer's insulin pump was not properly delivering insulin. The daughter stated the customer's blood glucose would not lower despite treating with the insulin pump. Troubleshooting found the insulin pump passed a high pressure test and a self test. Customer was released from the hospital on (B)(6) 2015. The customer's current blood glucose was 277 mg/dl. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.